Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, further information regarding weight was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-01966. It was reported that physician evaluated both incision sites had not healed properly. The wounds had drainage, redness and the skin around the lead and ipg site were flakey. The physician evaluated incision sites and advised they healed better. Surgical interventions may take place at a later date.